Event description:
An authorized third party service provider (asp) contacted ventec to report that the device was providing low fio2 (fraction of inspired oxygen) readings and that its exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of it providing low fio2 (fraction of inspired oxygen) readings and its exhaled tidal volume (vte) levels being low was confirmed. The asp replaced the external flow module (efm) to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issues was the efm. H3 other text : serviced by asp.

Manufacturer narrative:
UDI related data quality updates only. Corrected information for supplemental medwatch report 001 ¿ section d4, model #, of the initial medwatch report stated: prt-01185-002. Section d4, model #, of the initial medwatch report should have stated: v+pro emergency, english. Section d4, catalog #, of the initial medwatch report stated: prt-01185-002. Section d4, catalog #, of the initial medwatch report should have stated: prt-01201-000. Section d4, expiration date, of the initial medwatch report stated: blank. Section d4, expiration date, of the initial medwatch report should have stated: 04/21/2022. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).

Manufacturer narrative:
Section d4, model #, of the supplemental medwatch report 001 stated: v+pro emergency, english. Section d4, model #, of the supplemental medwatch report 001 should have stated: v+pro, english. Section d4, catalog #, of the supplemental medwatch report 001 stated: prt-01201-000. Section d4, catalog #, of the supplemental medwatch report 001 should have stated: prt-01185-002. Section d4, expiration date, of the supplemental medwatch report 001 stated: 11/04/2020. Section d4, expiration date, of the supplemental medwatch report 001 should have stated: blank. Section d4, UDI #, of the supplemental medwatch report 001 stated: (B)(4). Section d4, UDI #, of the supplemental medwatch report 001 should have stated: (B)(4).